Event description:
It was reported that the fiber did not activate when the pedal was stepped on. Analysis of the returned device identified a fiber break. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a fiber body break, given the length it was received in. Burn marks were observed on the fiber jacket where the break occurred, and light exiting the connector face was bright and round. It is likely that procedural handling during set up and use contributed to the fiber body break. It is probable that a partial body break or kink could have occurred during insertion into the scope and when trying to fire caused the body to break, leading the fiber to fail at firing. Based on analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.